Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that on (B)(6) 2019, while cleaning up a territory 414 set, the driving cap and femoral recon nail (frn) radiolucent insertion handle were discovered broken. The threaded portion of the hammer guide was broken off inside of the frn insertion handle and would not come out. There was no patient involvement. This complaint involves one (1) driving cap/threaded. This is 1 of 2 for report (B)(4).